Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. It has been determined that a conclusive cause for the reported material rupture and the reported patient effect cannot be determined. A cine was returned and reviewed by an abbott vascular clinical specialist who concluded the following: the balloon rupture cannot be confirmed via the images provided. It is not seen within the imaging. An occlusion post-inflation is confirmed via the provided images and aligns with the reported events. The occlusion was not in the diagonal artery as reported but in the area distal to the implants within the same artery. The occlusion was resolved and good flow restored. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of occlusion is a known observed and potential patient effect as listed in the nc trek rx coronary dilatation catheter (cdc) instructions for use. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a severe stenosis of the proximal left anterior descending artery. The lesion was treated with the deployment of two implants successfully. During post-dilatation of the implants with the 3.0 x 12 mm nc trek balloon the balloon ruptured at an unknown pressure. There was no resistance felt during advancement of the balloon catheter to the implants. The diagonal artery became occluded. A drug eluting stent was placed in the diagonal for treatment successfully restoring good distal flow. There was no clinically significant delay in the procedure reported. No additional information was provided.